Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The assignable cause of the iipv identified via device log review was determined to be insufficient drain, use error, tidal ultrafiltration (uf) removal set too low. Device met specifications relative to iipv in the logs.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of the homechoice (hc) machine, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 at 11:21 with ultrafiltration (uf) volume of 213 milliliters (ml) during cycle 6. The largest prescribed fill volume (lpfv) was 250 ml. This meets the criteria for iipv. No patient injury or medical intervention was reported.